Event description:
It is reported that the device was implanted in 2006. Approx 1.5 yrs post-op, the stem broke. The device was revised in 2007.

Manufacturer narrative:
Eval summary: the taper stem has fractured at the junction with the cone body. Analysis shows that the fracture has occurred by fatigue. The package insert contains statements indicating that proximal support must be obtained when implanting this device. As noted on the complaint, proximal support was not maintained for this case. Cause cannot be definitively determined. Eval: as returned, the stem has fractured at the junction to the cone body after approx 1.5 yrs use. The returned cone body retains the fractured portion of the stem and has the femoral head attached. Device history records indicate device manufactured to spec. Scanning electron microscopy analysis of the fracture surface showed fatigue striations and beach marks indicating that fracture occurred by fatigue. The fracture could have been initiated by fretting fatigue. Energy dispersive spectroscopy analysis confirms the material to be tivanium alloy.